Manufacturer narrative:
H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was not infusing with about 80 ml left to infuse. Patient stated there was an air bubble and they talked him through how to get that out. But he noticed that the pump reset to a volume of 99.9 ml. When patient came in for pump disconnect it was still running and showed a total volume greater than 100 ml had infused. Patient stated that this was not the first time that the pump had ""acted finicky."" There was a patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is user interface; however, this cannot be confirmed as no product was returned for investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.